Manufacturer narrative:
E1: initial reporter address: (B)(6). G1: the device was manufactured at one of the following facilities: baxter healthcare - aibonito rd 721 km 0 3 po box 1389 aibonito 00705 puerto rico.  Baxter healthcare - cartago 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial cartago 30106 costa rica. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link non-dehp microbore catheter extension sets leaked when used in conjunction with non-baxter catheters. The pressure did not exceed 325 pounds per square inch and the flow rate was 4. This occurred during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.